Event description:
Had a breathing track infection. Believed to be from CPAP machine. High white blood cell count. To this day still coughing up mucus. CPAP was recalled stating may cause permanent impairment life threatening. Have now been diagnosed with cancer. Also have afib and breathing problems. FDA safety report ID #(B)(4).